Event description:
Device 2 of 7. Reference MFR report #s 1627487-2011-00659, 1627487-2011-00661, 1627487-2011-00662, 1627487-2011-00663, 1627487-2011-00664 and 1627487-2011-00665. The pt received two scs systems. One system included an ipg, four percutaneous leads and two lead extensions. The other system included an ipg and two leads (from different lots). It was reported that both systems were explanted on (B)(6) 2011 due to allegations of ineffective pain relief. No further details were provided.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.